Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 100% to 3% battery life. There was no impact to the customer's blood glucose levels. It was indicated that the current pump would be used and/or manual injections until replacement pump is received.